Event description:
Boston scientific received information that one day post implant, the patient with this right ventricular lead experienced an inappropriate shock that the device treated as an episode of ventricular fibrillation. An electrogram revealed noise causing pacing inhibition of fifteen beats. The noise could not be reproduced. This issue occurred while the patient was sleeping. No adverse patient effects were reported. This lead and device remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.